Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found that the top gasket on the front housing was missing and the housing was discolored by the latch handle. During a review of the event history log, multiple instances of "cassette locked but not latched" were found. During the functional testing, the customer reported problem was able to be duplicated. The latch lock sensor was not recognizing the latching motion. The cause of the issue was found to be an inoperable latch lock sensor. The latch lock sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported serial number.

Event description:
It was reported that the pump displayed: cassette locked, but not latched. There was no patient involvement and no patient harm/adverse event reported.